Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm in 2015. Recently, it was reported that the patient presented with and endoleak type ia. The physician plans to repair the endoleak by extending the proximal next week with a non-endologix cuff using the chimney technique, but procedure date has not been scheduled. As of this report, no additional patient sequelae has been reported.

Manufacturer narrative:
At the completion of the investigation, the reported type ia endoleak complaint is confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.